Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the device and was unable to replicate or verify the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not perform a defibrillation shock. There were no reports of patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device would not perform a defibrillation shock. There was patient use associated with the reported event. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no information was available.

Manufacturer narrative:
Physio-control was informed that their was patient use associated with the reported event. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no information was available. Physio-control evaluated the device and was unable to replicate the reported issue. The device data were reviewed, however without the specific event date the reported issue could not be verified. It was observed that the device needed some other unrelated repairs. The customer rejected the price quotation and the device was returned to the customer without repair. The cause of the reported issue could not be determined.